Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported that the she was entering her blood glucose reading and the screen of the insulin pump would start scrolling. Customer stated that it only stops when removing the battery. Blood glucose value was 155 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.